Event description:
It was reported that post-operatively, the patient experienced right ventricular dysfunction, paroxysmal atrial fibrillation, pseudomonas bacteremia, and debility. The patient's international normalized ratio (inr) goal was 2-2.5.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that post-operatively, the patient's right ventricle was dilated with at least moderate right ventricular dysfunction. The patient required epinephrine and milrinone. On (B)(6) 2020 the patient developed atrial fibrillation with right ventricular response (rvr) after receiving direct-current cardioversion-defibrillation (dccv). On (B)(6)2020 the patient had an enterococcus faecalis pulmonary infection identified on a bronchoalveolar lavage. A clear source was not identified. The infection was treated with meropenem. The patient continued to have intermittent rvr and wide complex tachycardia (wct) following a repeat dccv on 01sep2020 with an additional amiodarone bolus. The patient experienced debility. Their international normalized ratio (inr) goal was 2-2.5.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction, lists cardiac arrhythmia, infection (local, driveline, pump pocket), and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection and arrhythmia as potential late postimplant complications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.